Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her insulin pump received a button error alarm, battery out limit and also is unable to read the screen as it has horizontal lines. Customer stated that she does not recall any events leading to the alarms. Blood glucose level 241 mg/dl. Nothing further reported.